Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement visualase body accessory kit shipped to site 09/08/2015. No parts have been received by manufacturer for analysis, discarded by site. Return requested. Replacement visualase .6mm core fiber 15mm tip shipped to site on 09/08/2015. No parts have been received by manufacturer for analysis, discarded by site. On 09/21/2015 a medtronic representative, following-up at the site, confirmed the site discarded the product. The reported event occurred during a procedure and required changing the cooling catheter. No further issues have been reported.

Event description:
A visualase representative reported that, while in a laser induced thermal therapy procedure, the site noted a cracked cooling catheter. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the thermal therapy system. There was no impact on patient outcome reported.